Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming vit valve component was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The root cause of the reported event is attributed to nonconforming vit valve component. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery in the left eye of the patient, an ophthalmic operating system vitrectomy cuts were interrupted. It was also reported that the system did not respond with the requested power while performing vitrectomy. The surgery was completed on the same day after replacing with another system. No patient impact was reported.